Event description:
The hp experienced pain during drain while using the homechoice cycle for apd therapy. During the initial drain phase of therapy, the hp was crying and felt a tugging sensation on their catheter after draining only 120 mls of a last fill volume of 1000mls. A "low drain volume" alarm was elicited by the device, which indicates that fluid flow from the hp is less than 50ml/min and the minimum required drain volume has not been reached. The hp's parent discontinued therapy using the cycler and attempted to drain the hp via manual capd exchange, however, the hp was unable to drain and went to the dialysis center the following morning in 2003. The hp's catheter was flushed at the center and still the hp was unable to drain. The hp received an enema at the dialysis center, after which they had a bowel movement and was then able to drain with no difficulties. There was no pt injury as a result of this incident.